Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5097425) that a female patient, who's undergone breast prosthesis implantation surgery post preventative double mastectomy with two 555cc mentor memoryshape breast implants, suffered several unexplained systemic symptoms, including increased fatigue, muscle soreness, joint issues, chronic infections, mono, severe anemia, contracted the flu, body pain in muscles and joints, poor recovery from any activity, chronic fatigue, nerve issues, aphasia, chronic headaches, increased/severe anxiety, finger and ankle swelling, little to no libido, poor sleeping patterns, chronic facial rash with swelling, dry hair, dry skin, dry mouth, and dry eyes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. Symptoms were reportedly began to reside almost immediately after the implants removal. Patient is 75% healed and their thyroid has shown improvement for the first time since diagnosis in 2011. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On september 28, 2022, mentor received additional information indicating that the patient also suffered the following: patient's implants were adhered to chest wall and had to be scraped off, brittle nails and dental health problems. The patient's date of birth was also provided and has been populated.

Manufacturer narrative:
On may 3, 2021, mentor received additional information indicating that the patient's age at the time of event was 32, the patient's ethnicity was not hispanic/latino, patient's race is white, and that they also experienced severe dry skin, rashes, body swelling, and night sweats. In addition, the suspect medical devices information are the following: (left) lot: 6871741 sn: (B)(6) and (right) lot: 6871741 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.